Event description:
A peritoneal dialysis (pd) patient experienced dizziness, abdominal pain and turbid dialysate drainage. The cause of and treatment for the event were not reported. On an unknown date, the patient was hospitalized for the events. At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.